Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery. The 7-10/40 acculink self expanding stent system (sess) was advanced without issue. The stent was implanted in the lesion; however, during removal, the distal end of the sess remained in the anatomy. There was no resistance noted during removal. Several attempts were made to retrieve the distal end with a snare and a balloon, but were unsuccessful. By-pass surgery was performed, and the distal end was retrieved. The patient was ischemic for 60 minutes and had a permanent stroke with coma. The patients condition remains the same. It was noted that a scan was performed that showed a brain inflammation. Additional information reported that the patient died on (B)(6) 2012. The cause of death was a massive cerebral infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Several pictures from the procedure were received and reviewed by an abbott clinical specialist. The reviewer noted the angiograms appear to be digital subtraction angiograms. The pdf is not very clear, but does show a distal foreign body, separate from the proximal part of the delivery system. This is consistent with a detachment of the distal part of the delivery system. It also appears to be that the proximal part is folded back on itself. The reported patient effects of ischemia, cerebrovascular accident, and death are known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.